Event description:
It was reported the patient came into the office in (B)(6) 2013 and a motor stall and recovery was discovered at that time. Per the reporter the stall was unexplained and the patient stated there was no MRI done. The hcp reported the pump had been refilled several times since (B)(6) with no problems or concerns. The hcp confirmed there had been no volume discrepancy during those refills since (B)(6) and believed the patient was receiving the therapy appropriately. The reporter did not have access to the telemetry strip from the event so no drug information was known and the actual date on the motor stall could not be confirmed. The pump was used to deliver baclofen. Additional information later reported the motor did recover but the reporter was unsure in what time frame, the patient did not have withdrawal symptoms and had not had a motor stall since according to the hcp. The patient had been receiving effective appropriate therapy without another motor stall. Additional information later reported the patient was due to be seen by the hcp in the middle of (B)(6).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8 590-1, lot# n261206, implanted: (B)(6) 2010, product type accessory. (B)(4).